Manufacturer narrative:
The failure investigation has been completed and the alleged alarm empty cartridge issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was 537 mg/dl. Customer administered a manual insulin injection to address bg. Reportedly, customer loaded a new cartridge to address the issue. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.